Manufacturer narrative:
Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015. Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that the patient experienced chronic phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. It was noted that an inappropriate vessel was selected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.